Manufacturer narrative:
One device was returned in used condition without its original packaging for evaluation. Upon visual inspection, no discrepancies were found. Device underwent leak testing by inflating cuff with a syringe and submerging under water. As a result, a leak was detected in the cuff. The reported customer complaint was confirmed. Inflation test was audited by reviewing thirty two units. While no definitive root cause to the reported issue could be determined, this investigation revealed no intrinsic evidence to suggest a root cause related to manufacturing.

Manufacturer narrative:
Foreign (B)(6).

Event description:
Information was received that a smiths medical portex suction aid tracheostomy tube cuff leaked air after about two days in use. Subsequently, a tracheostomy (trach) change out was required. No adverse patient effects were reported.